Event description:
The customer reported that the battery did not last more than three days. The customer stated that her glucose level has been high, and she was not receiving no delivery alarms. Troubleshooting was not completed because a tubing clamp was not available. Advised the customer to call back to perform the high pressure test after receiving the tubing clamp. Recommended the customer to check her glucose level closely and treat with manual injections. Instructed customer to change her infusion set, site, and insulin if necessary. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.